Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that the side rail spring spacer was damaged, which contributed to the side rail unable to remain in the latched position.

Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.